Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 1.6 ug/ml which was reported outside the laboratory. The repeat result on the same instrument and on the integra 400 instrument was 12.2 ug/ml. The customer stated the patient appeared to have been treated based on the initial low result as the patient's historical results were between 8 and 12 ug/ml and the patient's vancomycin result after the discrepant result was reported increased to 19.4 ug/ml. The customer stated there was no documentation of any additionally administered medication in the patient's chart. The patient did not have any adverse event due to any treatment. The vancomycin reagent lot number and expiration date were requested, but not provided. The field service representative could not find a specific cause found. He checked and inspected the measurement system of the analyzer by checking all probe dryers and their respective valves cycling valve operation, replacing sample probes and verifying the probe positions by performing initialization check on all probes, checking the system pressure and performing flow checks on sample and reagent probes which passed. He verified proper operation by having the customer run all qc with results within customer's qc specifications. He ran precision testing on vancomycin using pooled qc material. All tests and checks were within guidelines.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general issue with the reagent or instrument could be excluded.